Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked event due to a bent/kinked cannula on (B)(6) 2026. No further information is available.